Event description:
It was reported that during the implant attempt, the physician had difficulty placing the right ventricular (rv) lead. When the lead was taken out of introducer there appeared to be visible damage at superior vena cava (svc) coil. A new lead was introduced and placed successfully without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).